Manufacturer narrative:
(B)(4). The exact date of occurrence is not known. The estimated date of occurrence was entered as (B)(6) 2014. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unspecified device failure was confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no nonconformances that would contribute to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of unspecified device failure reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, an unknown device failure occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the starclose se device. No additional information was provided.